Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while attempting to advance the first ruby coil through another manufacturer's microcatheter, the physician encountered resistance. Subsequently, the coil only advanced about a centimeter into the microcatheter and was unable to advance any further. Therefore, the ruby coil was removed and the procedure was completed using three new ruby coils and the same microcatheter without any further issues. It should be noted that the physician did not use a rotating hemostasis valve (rhv) and did not maintain a continuous flush throughout the procedure. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the ruby coil pusher assembly; the pusher assembly was kinked in multiple locations; the introducer sheath was ovalized approximately 8.0, 22.0, and 44.0 cm from the distal tip; the embolization coil was detached from its pusher assembly and the proximal constraint sphere was intact with the coil. Conclusion: evaluation of the returned device revealed that the ruby coil¿s introducer sheath was ovalized in multiple locations. This type of damage likely occurred due to improper handling during use. If the rotating hemostasis valve (rhv) is overtighten on the introducer sheath after insertion, or if the introducer sheath is bent and gripped forcefully once it has been inserted, damage such as this may occur. Further evaluation revealed that the embolization coil was detached from its pusher assembly. This type of damage likely occurred from forceful retraction against resistance, while re-sheathing the coil after resistance was encountered. The other manufacturer¿s microcatheter mentioned in the complaint was not returned for evaluation. Ruby coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.